Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in a coronary artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.